Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer's mother was able to complete the rewind sequence after wiggling the infusion set. The insulin pump was not exposed to a strong magnetic field. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. No motor error alarm could be verified. The motor was tested outside of the device and passed. The insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.